Manufacturer narrative:
The strips will not be returned.

Event description:
It was reported that the reading obtained from the accuchek inform ii meter (serial number (B)(4)) was 13.4 mmol/l compared to a reading of 5.9 mmol/l on the accuchek inform ii meter (serial number (B)(4)). There was no information provided regarding the patient tested. There was no adverse event. The meter (B)(4) was requested to be returned with the strips. A replacement meter was sent. The customer stated they could not trace the strips that were used for the testing. There will be no strips returned.

Manufacturer narrative:
The customer did not have any suspect strips to return. The customer did return the accuchek inform ii meter (serial number (B)(4)). The retention strips (lot number 473922) were tested in the customer's returned meter. All results were within an acceptable range. The allegation was not confirmed.